Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D3, g1, and g2 email is: (B)(6).

Event description:
It was reported that air was present in the cassette tubing and that the pump did not alarm. The patient went to the emergency room and noticed a big pocket of air in the bag. Reservoir volume was at 100 ml, 27.20 ml was given at a flow rate of 2.2 ml/hour. No patient injury was reported.

Manufacturer narrative:
Corrected data: h6 sample was received; not device not returned.

Manufacturer narrative:
Additional information is provided for h.2 and h.6. One sample was received for evaluation. Visual inspection revealed the sample was received in a plastic bag, not its original packaging and in used conditions; no damage or defects were noted. Functional testing was performed, and the reported issue could not be replicated. The root cause could not be determined. Device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).